Event description:
Customer reported that proficiency samples containing anti-c and anti-d did not react with surgiscreen lot 3ss6523. Quality control testing was satisfactory and patient samples were not affected. Customer did not provide date of the event. No death or serious injury was associated with this incident.